Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's hospitalization for diabetic ketoacidosis. The mother states a technician told the customer it was ok to leave their pump on during some x-rays. The customer was advised the pump should not be worn during x-rays. The mother states the customer will call back at a later time to document the hospitalization. No further assistance provided at this time.